Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery due to the rod that was broken bilaterally and the distal screws were loosened. Broken ends of rod catalog # 1797-62-480, verse screw, 1997-21-750 x qty 1, verse screw 1997-21-745 x qty 1 and 9.0 x 90 mm sai screws 1797-04-990 x qty 2 were all removed to revise. A 12.0 x 100 mm screw, 1797-12-399 was removed with pliers due to the first of two screwdriver tips breaking. This screw was not recovered to return. There were no fragments generated. It is unknown if there were surgical delay. The patient and procedure outcome was unknown. This complaint involves six (6) devices.